Event description:
It was reported to boston scientific that during a endoscopic retrograde cholangiopancreatography (ercp) procedure, the autotome rx sphincterotome was orienting in the wrong direction. When an attempt was made to turn the device it turned to the opposite direction, consequently, the case could not be completed. The patient will return at another time to have the procedure. Information on the patients condition is unknown.